Event description:
Boston scientific received information that this left ventricular lead was explanted. Reportedly, the lead was slightly dislodged. The physician elected to remove the product and implanted another boston scientific lead. The explanted lead is not intended to be returned, as it cannot be found. No resulting adverse patient effects were reported.

Manufacturer narrative:
Should the lead be located and returned, this event will be further updated.